Event description:
Report received of a non-delivery of lidocaine therapy. The customer contact reported that the pt was receiving lidocaine (unspecified rate/concenration in 100ml total fluid volume) subcutaneously into the abdomen. He reported that the pump display was not incrementing, the pt was not getting any fluid, and the volume in the bag was not changing for 3 days. According to the customer contact, he came daily to change the rate on the pump (rate reported to be somewhere between 1.6 to 2.0ml/hour) and when the pt mentioned that the fluid level in the bag was not changing, he noted that the pump was "not working". It was unknown if the pt recived any alarms on the pump. The customer contact reported that the display indicated 60ml had infused, and then no further medication was delivered. There was no reported adverse pt event or harm. The customer contact reported that when the pump was replaced, the pt completed therapy and was "doing very well". Though requested, there was no add'l info available including the pt diagnostic or reason for the infusion.